Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) of the lot# 17005155m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient, (B)(6) year old, male, underwent a cardiac ablation procedure with a smart touch bi-directional catheter and experienced a st segment elevation. It was confirmed by echo that no cardiac tamponade or thrombus occurred. Subsequently, the patient went into a ventricular tachycardia (vt), which was stopped by a cardioversion. A left and right coronary artery spasm was observed. The coronary spasm was resolved after administration of nitro. Blood pressure and ECG were also turned to baseline. There was no further information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that the event occurred due to the left and right coronary artery spasm. There were no anomalies found with the biosense webster products before inserting or during the procedure. The patient was known as having narrow vessels. However, there was no need for a treatment.